Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl. Customer was assisted with troubleshoot for the high blood glucose. Customer was treated with syringe for the high blood glucose. Customer reports the symptoms related to their high blood glucose such as vertigo. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use sensor with insulin pump. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer was using a cannula based infusion set. The device will not be returned for analysis.